Manufacturer narrative:
Diagnostics testing was performed at philips bench repair and found the device did not produce sound due to a defective speaker. The bench repair technician replaced the speaker to solve the issue. The device was returned to the customer.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Data correction to device identifier. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.